Event description:
It was reported that, during a meniscus repair and acl reconstruction procedure, after the t2 of second fast-fix deployed successful, t2 came off the meniscus when tying knot. Both ts came off naturally. The procedure was completed with a competitor device. It is unknown if there was a delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. New information received stated that no serious injury happened, nor unexpected medical intervention was required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.